Event description:
The pt experienced a loss of therapeutic effect following a total knee replacement surgical procedure. She had increased the stimulation but this caused her back pain. Additional information was requested.

Manufacturer narrative:
(B)(4).